Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The product support engineer advised customer to replace the user interface assembly. The biomedical engineer replaced the user interface assembly and the problem is corrected. The product support engineer advised customer to replace the user interface assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the display is dim. There was no patient involvement.